Event description:
It was reported that during set/prior to patient in the room, the subject flex video scope gave an e315 error. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, and the results of the final investigation. Updated fields: d8, h3, h6, h11. Corrected field:h5. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water invasion into the scope connector caused water droplets to adhere to the circuit board, resulting in a short circuit and image abnormalities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set/prior to patient in the room, the subject flex video scope gave an e315 error. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.